Event description:
It was reported that when using the bd pyxis¿ es server, there were network issues at the user facility and information was lost somewhere between the cce and medstations. The customer was not able to provide specific device information for the affected bd pyxis medstations but indicated that there were multiple missing patients and orders. There were no reports of harm or delay for this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device in this incident, it was determined that the station missing patients and orders. A technical support specialist (tss) confirmed that issue was resolved by the field service engineer and no repair information available and gave permission to tss mark case as completed. The system functioned as intended after the field service engineer repaired the device

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, there were network issues at the user facility and information was lost somewhere between the cce and medstations. The customer was not able to provide specific device information for the affected bd pyxis medstations but indicated that there were multiple missing patients and orders. There was no reports of harm or delay for this incident.